Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states one of the crossbrace bolts is missing and the other one has a third party bolt on it.